Manufacturer narrative:
Report required by FDA for eua. Eua# (B)(4) investigation not complete at time of initial report. Follow-up to be submitted upon completion of investigation.

Event description:
User reported false positive result in social media. No information relating to any follow up testing was provided.

Event description:
User reported false positive result in social media. No information relating to any follow up testing was provided.

Manufacturer narrative:
Section b1: adverse event has been deselected after being inadvertently selected in initial report.